Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ two radiographic jpeg images provided for evaluation. ¿ no name, date, or demographics on the images. ¿ cannot manipulate the images in any way. (Window leveling, rotating, etc.) ¿ cannot provide diameter or length measurements with jpeg images. ¿ all drawings on the images completed before submitting images to gore. ¿ jpeg #1 shows: image shows the presence of a gore® excluder® aaa endoprosthesis (3-small radiopaque markers at the proximal end) and 2 aortic extenders (3-long radiopaque markers at the proximal end of each device). The most proximal aortic extender appears to be at the level of the left renal artery (lra) on the projection provided. There appears to be possible delayed flow in the lra. There does not appear to be proximal circumferential apposition of the devices. Contrast is seen outside the proximal end of the devices suggesting a type ia endoleak. ¿ jpeg #2 shows: image shows an additional contralateral leg is added to an existing contralateral leg. There does not appear to apposition of the two devices at the distal end. Without contrast, cannot confirm a distal type I endoleak. Another stent appears to be extended distally. There appears to be coiling of an internal iliac artery. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. During a follow-up examination, aneurysm enlargement was noted. Additionally, endoleak was observed but the origin of the leak was not clearly identified. Proximal type I and right distal type I were suspected, and an additional procedure was indicated. On (B)(6) 2025, a reintervention was performed. Additional stent grafts were implanted on the proximal side and the right distal side with coil-embolization of the right internal iliac artery. The procedure was concluded after confirmation of no endoleak remaining. The patient tolerated the procedure.